Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim low audio output patient experienced on (B)(6) 2014, resulting in patient experiencing a low. Patient's father relayed that the alarms were audible, but the patient did not hear the alerts. Patient's father went to check on patient and advised had to administer glucagon to patient. At the time of the call to dexcom technical support, no further medical intervention or injuries were reported. Father reported current condition of patient as feeling fine.